Event description:
Boston scientific received information via the patient¿s remote home monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and competitor right ventricular (rv) lead displayed high out-of-range (oor) shock lead impedance measurements. Additional information was obtained indicating that the patient was brought in for follow-up and the shock lead impedance measurements went down. The patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.